Event description:
It was reported that the customer received a button error alarm, and the customer was unable to clear the alarm. The customer's blood glucose was 120 mg/dl. The customer stated that she was trying to deliver a bolus when the alarm occurred. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit receive with cracked case on display window corners, minor scratches on lcd window, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.